Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure after attempting to start pacing using the mobile programmer the programmer application crashed. The lead had been disconnected from the device and the user had programmed the patient data, done pre-programming and had handed over the device. Bluetooth and wifi were on at the time. The user then went on to launch analyzer and it successfully opened but was slow to start (the sand timer was on the screen for a time). Immediately after the sand timer went off the screen the user went to start right ventricular (rv) pacing to test the lead - it was at this time that the display froze. The user could not put rv pacing on despite pressing many times on that option and then the screen went white and showed a systems error message. The cable to the analyzer was then connected to a different model programmer to complete the procedure. The patient was partially dependent. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for analysis, however performance data collected from the device was reviewed . This complaint was confirmed based on log files. The most likely root cause was traced to a known inherent risk of the device. Correction h2 (fdc update to d12 to match con code) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.